Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) device exhibited out of range shock impedance measurements, measuring at 131 ohms on the right ventricular (rv) channel. The impedance values triggered an alert and there was no beeping sound. The health care professional (hcp) recommended to have bring in the patient for lead testing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) device exhibited out of range shock impedance measurements, measuring at 131 ohms on the right ventricular (rv) channel. The impedance values triggered an alert and there was no beeping sound. The health care professional (hcp) recommended to have bring in the patient for lead testing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) device exhibited out of range shock impedance measurements, measuring at 131 ohms on the right ventricular (rv) channel. The impedance values triggered an alert and there was no beeping sound. The health care professional (hcp) recommended to have bring in the patient for lead testing. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was seen in clinic and the shock impedance measurements were measuring at 181 ohms. It was suspected that there could be calcification issue. Technical services (ts) stated to evaluate the vectors and to also could consider programming or max energy commanded shock. No adverse patient effects were reported. Additional information received indicated that max energy commanded shock was performed, and the shock impedances was at 99 ohms. The shock impedances through the device after the commanded shock was 145 ohms. The impedance measurement went from 183 ohms down to 158 ohms. The physician plans to continue monitoring. No additional patient adverse effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.